Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned product noted that both reloads were partially fired with the interlock engaged and the jaws were open. No visible pushers above cartridge surface but protruding staples at the proximal end of cartridge were observed before the 4cm cut line for both reloads. Microscopic evaluation noted that both reloads had damage to the cutting edge of the knife blade. The interlock was overridden on both reloads and they were then applied to test media. For both reloads all remaining staples were placed and test media was cleanly transected. The interlocks for both reloads were tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colorectal procedure, it was necessary to replace a stapler and 2 loads because the loads did not fire on the rectum section (the loads locked). There was no patient injury reported.